Event description:
It was reported that an obvious decline in the pt's hearing performance with the device was noticed on (B)(6) 2015. A history of head trauma was denied. Problems of external devices were excluded. The pt was re-implanted on (B)(6) 2015.

Manufacturer narrative:
UDI code not available for ths device. Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the pt report appear to match the damage found. This is a combined initial and final report.